Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly would have intermittent power issue. There was evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 08/22/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 07/30/2012 with the following findings: there was no activity outside normal use observed in the black box or download history. Review of the black box verified evidence of power on resets. The battery cap was not returned with the pump. A test cap was able to fully secure to the pump and was used during testing. On examination, there was no damaged was found to the battery compartment. Evaluation found that the pump powers up properly. The power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.